Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an "occlusion alert" shortly after announcing a meal. The user discovered that the infusion site had come out and performed a full supply change using the contact detach infusion set. The agent advised monitoring blood glucose (bg) for 1.5 hours, as the ilet would gradually correct the high. Follow-up showed bg had risen to a ¿high¿ reading before decreasing to 384 mg/dl with 11.69 units of insulin on board. The highest blood glucose (bg) recorded was 389 mg/dl. Bg was corrected after the supply change. The user reported feeling out of range but no additional symptoms. No medical intervention was reported at the time of call.